Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device withheld therapy for some episodes of atrial fibrillation (af) with rapid ventricular response (rvr) due to wavelet, but some episodes were classified as ventricular fibrillation (vf) resulting in inappropriate therapy. A new wavelet template was collected with improved match scores. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).